Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7076323/7075182.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. All explanted devices were not returned. No further information has been obtained.